Manufacturer narrative:
(B)(4). The customer returned a swg assembly, ars and catheter over needle for evaluation. The guide wire was observed to have one slight kink, inside the j-bend. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 4mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned ars and inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components without any significant resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings to suggest a manufacturing issue. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire could not advance could not be confirmed through this investigation. The guide wire advance through the returned ars and inventory 18ga introducer needle with minimal resistance. The guide wire however did contain a kink 4mm from the distal tip just inside the j-bend. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) could not be inserted into the patient.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg kinked during use.

Event description:
The customer reports the swg (spring wire guide) could not be inserted into the patient.